Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving saline (1 ml/ml at 0.006 ml/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient had an MRI at 2:30 pm and it had been over 2 hours since the patient left the MRI suite and the pump was still stalled. The pump was not audibly alarming. It was delivering only saline in minimum rate mode. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.